Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. The customer's blood glucose level was unknown at the time of the incident. The customer stated they tried inserting multiple batteries but the screen remained blank. The customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated the battery compartment and/or spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.